Event description:
The customer tested his blood glucose and received a reading of 116 mg/dl using his contour meter. He retested using another meter and received a reading of 61 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control test performed during the call fell within the normal control range. No product will be returned.